Manufacturer narrative:
The reported event of physician not able to loosen setscrew to remove leads was confirmed. Analysis revealed that the user/physician was inserting the wrench into the setscrews incorrectly. The wrench was only being partially inserted and also inserted at angles, which resulted in the setscrews inset being stripped while attempting to tighten the setscrews. Once stripped, the setscrews could no longer be tightened, eliminating any physical ¿feel¿ of engaging the setscrews. The problem was caused by incorrect use of the torque wrench by the physician.

Event description:
It was reported that the patient presented to the clinic for a routine generator exchange. During the procedure, the physician experienced difficulty removing the atrial and ventricular leads from the device header. The leads were eventually successfully removed and connected to the new device. The pacemaker was explanted and replaced. The patient was in stable condition.